Event description:
The custoemr reported that while running a hepatitis core assay, the sample handler failed to aspirate sample and/or diluent and did not give an error message. A field svc engineer has been dispatched. No death or serious injury has been associated with this event.